Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the permanent cautery hook instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook instrument was observed to have a short circuit and smoked when in use. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was placed and driven on an in-house and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The tip moved properly. An electric continuity test was performed and passed. The instrument was fully functional. No product issue was identified. The instrument passed energy delivery.